Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7071107/7070257.

Event description:
It was reported that the patient had an infection. It was stated that the infection began at the midline side but it migrated. The patient underwent an explant procedure wherein all devices were removed. No further information could be obtained despite good faith efforts.